Event description:
It was reported that the ilet user received an ¿insulin set expired¿ notification despite having insulin remaining, one day after a supply change; review of device history showed an incorrect infusion set date, and the user was guided to fill the cannula and proceed with correct supply change steps. There were no reported adverse clinical effects. Outcomes included no interruption requiring medical care and resolution through troubleshooting and user education. Investigation included review of device history on the infusion set timeline and guided operational checks. Investigation of this case revealed use error related to supply change workflow and date entry, with no device hardware or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error during supply change leading to an incorrect set status and notification.